Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) of 28 mmol/l and ketones were present. Healthcare provider considered ketones were dangerous. Cause of high bg was not known. Customer was treated with intravenous saline and insulin to resolve elevated bg/ketones with no injury. No further information was provided.